Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was inserted via right femoral artery post coronary angioplasty in a 74 year old female for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities included peripheral artery disease and peripheral venous disease. The patient¿s clinical state prior to initiation of support was scai stage a. Post procedure, while still in the catheterization lab, the right femoral artery was occluded and an external fem-fem bypass was performed to achieve good flow. On day 2 of support, the device was explanted. Limb ischemia is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
B1 is product problem it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in e4 (reporter also sent report to FDA?). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.